Event description:
The customer reported that erratic thyroid stimulating hormone (tsh) results were generated on a unicel dxl800 access immunoassay system for one patient sample. Data provided by the customer indicated the generation on one patient sample tsh result which was within the normal reference range. Upon repeat on the same instrument days later, the same sample generated two lower tsh results within the normal reference range. These repeat results were accepted by the customer as valid. Although these results may have been reported out of the laboratory there was no death serious injury or modification to patient treatment associated or attributed to this event. It is not known, which results were reported out of the laboratory. No system information was provided by the customer. The tsh sample was a plasma sample. No additional patient information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
The customer declined service. A definitive root cause has not been determined to date for this event.